Manufacturer narrative:
The hvad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. The reported event was confirmed via log file analysis which revealed multiple electrical faults. At the time the investigation was completed, the controllers were not returned to manufacturer for analysis and the driveline was not returned because the pump remains implanted. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. Cleaning procedures were performed to remove contaminants. Pictures provided by the manufacturer's representative also confirmed the reported event. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the driveline contamination. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) - device manufacture date: 10/31/2012 - expiration date: 10/31/2013. (B)(4) - device manufacture date: 10/1/2012 - expiration date: 10/31/2013. Controllers - (B)(4). Controller - (B)(4).

Event description:
The site reported that the patient had experienced several electrical fault alarms with the controller. The patient arrived to the clinic were the manufacturer's representative inspected the driveline for any wire exposure and past sheath repairs. No wire exposure was noted, a large amount of crusty, yellow substance was observed after disconnecting the driveline. Approx. Forty (40) seconds into the cleaning procedure the patient became symptomatic and the pump was restarted. The patient was transferred to the intensive care unit and cleaning procedure was performed two times without issue. Samples were collected from both controllers and are preserved in 10% formalin for further testing. The technician was unable to recreate the alarms after the cleaning procedure. The problem was solved without patient injury. All relevant and available information was provided.